Event description:
Per the clinic, the patient developed a skin flap infection at implant site in (b)(6) 2026 (specific date not reported). The patient was treated with IV antibiotics (date and duration not reported); however, the treatment was not effective. Subsequently, the patient was hospitalized from (b)(6) 2026, and underwent skin debridement surgery under general anaesthesia on (b)(6) 2026. Despite the intervention, the infection persisted and worsened. Consequently, the patient underwent a second skin debridement surgery under general anaesthesia on (b)(6) 2026. The implanted device remains.